Manufacturer narrative:
H10: manufacturing review: a device history records and manufacturing review was not required as the event was determined to be unexpected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver serial number was received for evaluation. The magnum driver was visually inspected upon receipt and it was found to be in good overall condition. The device was functionally tested and passed the tests as the gun primed and fired as normal during evaluation. Also force test results higher than average but still within tolerance. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device triggered twice in safe mode issue. The root cause for the reported device triggered twice in safe mode issue cannot be determined as the problem could not be reproduced. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H10:d4 (expiry date: 08/2028), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device allegedly triggered twice in safe mode. It was further reported that the customer was unable to confirm if the device locked into the first and second prime positions. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10:d4 (expiry date: 08/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device allegedly triggered twice in safe mode. It was further reported that the customer was unable to confirm if the device locked into the first and second prime positions. There was no reported patient injury.